Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report from a patient who was treated with coolsculpting with multiple treatments -- treatment 1 on (B)(6) 2016 to the flanks using coolcurves applicator, treatment 2 on (B)(6) 2016 to the lower flanks using coolcurves applicator, treatment 3 on (B)(6) 2016 to the lower flanks using coolcores applicators, treatment 4 on (B)(6) 2016 to the lower flanks and upper abdomen using coolcurves and coolcores applicators, treatment 5 on (B)(6) 2017 to the armpits using coolfit applicator, treatment 6 on (B)(6) 2018 to the left mid back using coolsmooth applicator, treatment 7 on (B)(6) 2018 to the right mid back using coolsmooth applicator, treatment 8 on (B)(6) 2018 to the upper abdomen using the coolsmooth applicator, treatment 9 on (B)(6) 2018 to the bilateral lower flanks using coolsmooth applicator, treatment 10 on (B)(6) 2018 to the mid flanks using coolsmooth applicator, treatment 11 on (B)(6) 2018 to the lower abdomen using coolsmooth applicator, and treatment 12 on (B)(6) 2018 to the bilateral lower back and bilateral upper back using coolcurve applicator. Allegation of paradoxical hyperplasia (ph) was indicated by abbvie medical safety to occur to the infrascapular area (posterior bra) and upper abdomen.

Event description:
Allergan aesthetics received a report from a patient who was treated with coolsculpting with multiple treatments -- treatment 1 on (B)(6) 2016 to the flanks using coolcurves applicator, treatment 2 on (B)(6) 2016 to the lower flanks using coolcurves applicator, treatment 3 on (B)(6) 2016 to the lower flanks using coolcores applicators, treatment 4 on (B)(6) 2016 to the lower flanks and upper abdomen using coolcurves and coolcores applicators, treatment 5 on (B)(6) 2017 to the armpits using coolfit applicator, treatment 6 on (B)(6) 2018 to the left mid back using coolsmooth applicator, treatment 7 on (B)(6) 2018 to the right mid back using coolsmooth applicator, treatment 8 on (B)(6) 2018 to the upper abdomen using the coolsmooth applicator, treatment 9 on (B)(6) 2018 to the bilateral lower flanks using coolsmooth applicator, treatment 10 on (B)(6) 2018 to the mid flanks using coolsmooth applicator, treatment 11 on (B)(6) 2018 to the lower abdomen using coolsmooth applicator, and treatment 12 on (B)(6) 2018 to the bilateral lower back and bilateral upper back using coolcurve applicator. Paradoxical hyperplasia (ph) was indicated by patient.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Recall: zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.